Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and detergent solution. The customer could not confirm that the nozzle was cleaned with lint-free cloths/brushes/sponges. In addition to the foreign material identified, examination of the device showed the following issues: up/down knob was deformed and no longer water-tight; the universal cord was wrinkled; the connector cover was dented; the scope cylinder showed internal shearing; the bending section adhesive was scratched, cracked, chipped and cloudy; and switch button 1 was cut. Examination showed the following components were scratched: connector cover; objective lens; switch buttons 2 and 3; and connecting tube. Functional testing of the device showed the angulation control knob had excess play and the bending angle for up direction did not meet specifications; both issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had flow issues from the air/water nozzle. This issue was identified during inspection prior to a diagnostic procedure. The customer reported the procedure was completed. The device was returned to olympus medical for evaluation. During examination, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.